Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation found the customer did not have the required extra wash cycles (ewc) installed correctly on the analyzer, the customer was using expired reagents, and inadequate maintenance had been performed. The investigation did not identify a product problem.

Manufacturer narrative:
There was an allegation of an additional questionable cobas integra creatinine plus ver.2 assay result from the cobas integra 400 plus analyzer. On 05-jan-2024, the initial result was 84.2 mg/l as this did not agree with the previous result for the patient, the sample was repeated. The repeat results were 11.2 mg/l and 11.8 mg/l. The questionable result was not reported outside of the lab. The investigation is ongoing.

Manufacturer narrative:
The cobas integra 400 plus analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable cobas integra creatinine plus ver.2 assay results from the cobas integra 400 plus analyzer. Patient 1 initial result was 42.2 mg/l and the reap result was 7.6 mg/l. Patient 2 initial result was 19.8 mg/l and the repeat result was 9.0 mg/l. Patient 3 initial result was 26.8 mg/l and the repeat result was 3.0 mg/l. Patient 4 initial result was 18.1 mg/l and the repeat results were 23.1 mg/l and 5.9 mg/l. On (B)(6) 2024, patient 5 initial result was 21.35 mg/l and the repeat result was 8.5 mg/l.